Event description:
A surgeon reported that a memory lens implanted in a patient's left eye in 1999 has since opacified. Visual acuity reported as 20/30 and decrease to less that 20/400 in glare at 3/2004 visit. Prognosis marked as poor and lens removal is anticipated. No further information is available at the time of this report.